Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported she was unable to seal the primary incision at the end of her last case for laser assisted cataract procedure. Surgeon indicated she noticed the integrity of the roof of the primary incision was a bit raw. She placed a suture in the primary incision of the left eye to seal it.

Manufacturer narrative:
No technical services were requested or performed on the system due to the reported event. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).